Event description:
While using a flextip nucleotomy blade during a percutaneous discectomy, the tip of device broke. The surgeon removed the material from the disc space. To date, there has been no adverse effects noted in the pt's condition.

Event description:
While using a flexitip nucleotomy blade during a percutaneous disectomy, the tip of device broke. The surgeon removed the material from the disc space. To date, there has been no adverse effects noted in the pt's condition.